Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Log file analysis showed the initial positive result was noted to have a higher than expected response in one of the control lines. This is indicative of a flow issue and maybe related to a sample that was placed into the analyzer and read too early. Root cause: cannot duplicate with retains. Source: phone.

Event description:
Reported discrepant sofia sars results for 1 asymptomatic (off label use - at the time of testing) patient being tested due to possible exposure. The patient was tested twice, two different collections, with the first test yielding a positive sofia sars result and the second yielding a negative sofia sars result. No confirmatory testing completed.